Event description:
It was reported that the device would intermittently give "leads off" message and fail to recognize the therapy cable connection. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined the root cause of malfunction to be an intermit contact between connector sockets 1, 9 and 10.